Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip wouldn't release from the catheter. The procedure was completed with another resolution 360 ultra clip. The patient experienced bleeding and caused tissue trauma when tried to remove the device from the patient. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip would not release from the catheter.